Event description:
Pt in cath lab for coronary angioplasty. Dr attempted to advance a balloon to exchange the guide wire, dr noted that the tip of the wire was floating loose in the marginal branch. Multiple attempts were made to retrieve the free floating wire without success. The pt tolerated the procedure well but attempts at angioplasty were also unsuccessful. A temporary pacemaker was left in place due to an episode of bradycardia during balloon inflation. Open heart surgery was advised. On 12/30/95, during coronary artery bypass graft, an attempt was made to locate the broken end of the guide wire. Md was not able to find it and felt that it was deeper in the myocardial tissue.